Event description:
Brush head fell off mid brush because the handle snapped - oral-b [device breakage]. Case narrative: consumer called stating that brush head fell off mid brush because the handle snapped. No injury was reported. Follow-up (product investigation results): product investigation results for oral-b toothbrush (suspect handle) were received. The driving shaft of received handle was clearly broken. Cause of failure was consumer related (effect of force, driving shaft broken). Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No injury was reported.

Manufacturer narrative:
09-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head fell off mid brush because the handle snapped - oral-b [device breakage]. Case narrative: consumer called stating that brush head fell off mid brush because the handle snapped. No injury was reported.